Event description:
A report was received that the patient was experiencing increasing excruciating pain in the back all the way to the head. It was also reported that the patient was feeling numbness in the head and feet on the left side. An x-ray was taken and result revealed that the lead had pulled out of the epidural space. Database analysis revealed that the impedance measurements revealed one contact with a high value. The device appeared to be working as expected. The patient was advised to turn stimulation off. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increasing excruciating pain in the back all the way to the head. It was also reported that the patient was feeling numbness in the head and feet on the left side. An x-ray was taken and result revealed that the lead had pulled out of the epidural space. Database analysis revealed that the impedance measurements revealed one contact with a high value. The device appeared to be working as expected. The patient was advised to turn stimulation off. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient had to charge the ipg frequently. It was noted that numbness was not device related and the cause of pain was unknown. The patient underwent a revision procedure but was not doing well postoperatively. The patient was experiencing unusual rib stimulation. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing increasing excruciating pain in the back all the way to the head. It was also reported that the patient was feeling numbness in the head and feet on the left side. An x-ray was taken and result revealed that the lead had pulled out of the epidural space. Database analysis revealed that the impedance measurements revealed one contact with a high value. The device appeared to be working as expected. The patient was advised to turn stimulation off. The patient will undergo a revision.